Event description:
New information received indicated that the atrial lead that was capped on (B)(6) 2015, was due to chronic atrial fibrillation.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for generator change procedure. Upon interrogation, the right ventricle (rv) lead exhibited high pacing impedance. The physician observed insulation damage on the rv lead through visual examination during the procedure. The rv lead was capped and replaced on (B)(6) 2026. Additionally, it was noted that the atrial lead was capped on (B)(6) 2015 for an unknown reason. The patient was in stable condition.